Event description:
Boston scientific received information that a remote monitoring system detected this device was at end of life (eol) and a fault had occurred. A boston scientific field representative interrogated the device and received information that the patient received an MRI scan to evaluate a tumor in their head. During the scan thirty episodes were stored with noise and anti-tachycardia pacing (atp) delivery, but no shocks were delivered. Boston scientific technical services (ts) recommended a capacitor reform which restored the device's battery monitoring voltage to 2.9 volts. Ts recommended the device memory be saved to be analyzed. At this time there have been no reports of adverse patient effects.

Manufacturer narrative:
As further information concerning this report is expected, this investigation will be updated when further information is provided.